Manufacturer narrative:
The referenced sheath was returned to the service center but the evaluation has not yet begun. The product expiration date on july 20, 2020. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer became aware during receipt of a returned uropass access sheath that the distal tip of the sheath was broken off inside the sealed, original packaging. There was no patient involvement reported.

Manufacturer narrative:
The sales representative further reported that there was no delay in procedure. No additional information was available regarding this event. The device was returned, upon evaluation the device was still sealed in the original tyvek packaging. Visual inspection confirmed the distal end of the device the tip to be broken off in the package. There were no other abnormalities noted in the inspection. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. This product with lot # 09g1500170 was shipped on (B)(6)2015. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. Olympus will continue to monitor the field performance of this device.